Manufacturer narrative:
Device not returned. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-16683; related manufacturer reference number: 2938836-2019-16685. It was reported that patient presented to the lab for right ventricular lead revision for lead dislodgement. It was discovered that the patient had an infection at incision site. The patient underwent system extraction and will go on antibiotics. There were no complications; patient was in stable condition.